Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported serial number (B)(6) showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for serial number (B)(6) for the past 3 years found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to e7 error include, but are not limited to: (1) there could have been a power surge to the controller which could have caused it turn on and off triggering the connected wand¿s single-use limit feature which could have caused an error code. (2) reusing a previously connected wand. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a procedure, the quantum was showing an e7 error code and no power was delivered. There was no back up device available, therefore, the surgery was cancelled with patient already anesthetized. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.